Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  The subject device remained implanted; therefore, physical analysis cannot be performed.  However, patient outcome of death, stroke, and hemorrhage are noted as such in the direction for use (dfu).  Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that the patient underwent a coil embolization procedure to treat an aneurysm located at the basilar artery tip. The procedure was completed without any issue. On the following day, the patient experienced ischemic stroke with symptoms of visual field defect and ataxia (modified rankin scale: grade 2). Heparin (dosage unknown) was administered. Four days post procedure, the patient experienced a brain stem hemorrhage with symptoms of full paralysis and lethargy. Nitroglycerin (dosage unknown) was administered. Seven days post procedure, the patient died.